Event description:
It was reported that during a surgery the physician went to remove the from the electrode and felt a lot of resistance. The physician eventually was able to remove it, however, the bottom portion of the probe was stripped, and the wires were exposed. X-ray was taken d confirmed that there was still a piece of the probe left inside the patient. They agreed that because the piece is sterile and very small it should not cause the patient any issues. The patient was doing well postoperatively.

Manufacturer narrative:
Device technical analysis: the returned cannula was analyzed, and exhibited normal device characteristics.

Event description:
It was reported that during a surgery the physician went to remove cannula the from the electrode and felt a lot of resistance. The physician eventually was able to remove it, however, the bottom portion of the probe was stripped, and the wires were exposed. X-ray was taken and confirmed that there was still a piece of the probe left inside the patient. They agreed that because the piece is sterile and very small it should not cause the patient any issues. The patient was doing well postoperatively.